Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core power tray assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported error was replicated and confirmed through logs. Upon visual inspection, no issues were found that would be related to the reported event. This product was installed, programmed, and tested on a test system where error 86 was triggered after 1.5 hours of idling, replicating the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted nephroureterectomy surgical procedure, the customer had non recoverable fault 86 on the system. Prior to calling, the customer hard power cycled the vision side cart (vsc) and patient side cart (psc) and system completed post before the issue reoccurred. The error 86 was observed in logs on vsc. The customer was swapping systems to perform case. The procedure was converted to another da vinci system with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause in this case is attributed to the core power controller. This issue was resolved by replacing the intuitive surgical core power distribution (ipd).